Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell (B)(6). The baxter technical service representative (tsr) informed the home patient (hp) of the error's meaning and how to clear the alarm. The hp would contact the nurse in the morning for the instructions on finishing therapy. The tsr did not make the hp aware of manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and she was aware of the alarm. She discussed the alarm with the patient yesterday when she saw him. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day after starting over with new supplies. He ended therapy that day when he had the alarm. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4).the companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.additional investigation is being conducted through CAPA/ncr (B)(4).